Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient presented at doctor's clinic on (B)(6) 2024 after hearing a squeaking sound from her tha. X rays and CT scan were obtained and it was noted that the head was eccentric in the cup and it was suspected that the poly liner has fractured or disassociated. Patient was revised on (B)(6) 2024, removal of liner and head and replacement with dual mobility liner. Acetabular cup reported as undamaged by dr albracht and remained implanted in the patient. No surgical delay. Physical therapy has been scheduled. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient was presented at doctor's clinic on (B)(6) 2024 after hearing a squeaking sound from her tha. Xrays and CT scan were obtained and it was noted that the head was eccentric in the cup and it was suspected that the poly liner has fractured or disassociated. Patient had been scheduled for a poly swap and head exchange pending clearance. The surgical delay was unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the altrx neut 36idx54od's surface: 1) the rim of the device had five of the six anti-rotational device (ard) tabs fractured; 2) the device surface was found to be deformed; 3) some extraction marks were observed on both concave and convex surface of the device; and 4) the device exhibited signs of being implanted for a period of time. Broken fragments were not returned for evaluation. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Although there is no certainty what condition happened first, and there is no root cause established for the fractured and deformation of the device, the reported allegation can be confirmed as a fracture on the anti-rotational mechanism can be one of many factors that could have led to a dissociation condition between the altrx neut 36idx54od and unknown hip acetabular cup. Furthermore, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction procedure. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is important to mention that the wear and the extraction marks observed don't represent any device nonconformance. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx neut 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.